Event description:
It was reported that patient had more pain than they did when pump was installed, severe breathing problems, falling asleep all day and every time they wake up they are "in a breathing panic"; pump has dilaudid but "may have something else". As of the date of this report patient was in a hospital. It was stated that patient was previously hospitalised for five days due to a foot ulcer and had to have an MRI. The pump was checked following the MRI. Patient was discharged from the hospital on the evening of (B)(6) 2012 and the following morning patient had the above symptoms. "Thinks the pump may be broke or not working correctly; has dilaudid but may have something else".

Manufacturer narrative:
Catheter model: 8731, serial# (B)(4), implanted: 2006 (B)(6), explanted: unk. (B)(4).

Manufacturer narrative:
(B)(4).